Event description:
Event description guidant received information that at a follow-up visit, this atrial lead was exhibiting impedance measurements greater than 2500 ohms, and was confirmed by x-ray image as having dislodged. Further inspection of the x-ray confirmed the lead did not maintain it's j-shape. Considering the age and condition of the patient, the physician has chosen to monitor the patient rather than correct the issue surgically. There were no adverse patient effects reported.